Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the full lead was returned for analysis. Blood/body fluid was observed on the proximal conductor (not obstructed). The inner insulation was kinked/buckled and the outer insulation was breached cut. Blood was observed in/on the helix mechanism. The lead was stretched; damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the rv lead dislodged and could not be repositioned due to "very tight venous access." A replacement lead was implanted from a different access point. This replacement lead dislodged prior to pocket closure, was repositioned, and remains in use. The original lead was then removed and returned. There were no patient complications reported as a result of this event.